Manufacturer narrative:
The customer reported issue was confirmed. The device was repaired, passed all require testing and specifications and released back to the customer. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Broken/damaged. Oridion board- comm failure. Case rear- damaged/cracked. Case front- damaged/cracked. (B)(4). As of this date 4/27/2020, this complaint record has been pre-screened for potential escalation to cad. No complaint description or insufficient information were provided by the reported source. An escalation determination cannot be made at this time. Attn service: please follow the normal service procedure (B)(4). The reported event of: broken/damaged was created to document the event that the customer reported. The customer did not return the device for evaluation. A review of the device history record for sn: (B)(4) was performed from 08/29/2011 to 6/8/2020 and confirmed that this device was not previously returned for servicing and there were no production failures (B)(4). Customer stated broken/damaged was confirmed due to error 570.6500 due to a bad oridion board. Also found damaged front case and rear case, also missing both iui connectors. Awaiting for customer's approval with major repair.